Event description:
During a ptca treatment procedure, the maverick2 monorail balloon ruptured at 12 atms on the first inflation. The lesion being treated was a severely calcified, 99% stenotic lesion in the distal right coronary artery. The maverick2 monorail balloon was removed and the procedure was completed. No pt injuries or complications were reported. Pt status is reported as 'good.'